Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was 507 mg/dl. Customer addressed bg by administrating a correction bolus via pump. Customer applied more force to the button to resolve the issue.